Manufacturer narrative:
This report is submitted on september 7, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced skin breakdown at the implant site and extrusion of the electrode array. Subsequently, the patient was administered oral and topical antibiotics (date not reported). There are plans to explant and reimplant the patient with a new device, however, this has not occurred as of the date of this report.

Manufacturer narrative:
Correction: the receiver/stimulator extruded and not the electrode array as previously reported. The electrode array remains in situ. This report is filed on november 21, 2018.

Manufacturer narrative:
Per the clinic, it was also reported that the patient expeienced an infection. The device was explanted on (B)(6) 2018. This report is filed on september 25, 2018. (B)(4).